Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported trying to pair and the inpen was not found. Troubleshooting was partially performed and the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. The product will not be returned for analysis.